Event description:
It was reported that this pacemaker was found to be in safety mode. The remaining time to elective replacement indicator (eri) showed five months a few weeks ago, after several radiation sessions, the programmer showed a red screen with a message that the device was in safety mode. The local boston scientific representative explained to the physician that radiation could be causal for the switch in safety mode and is an indication for device replacement. The physician will discuss options with the patient. The patient will decide if the device will be replaced immediately or if the device will remain in the patient until radiation therapy is finished. This patient is not dependent. No adverse patient effects were reported. This device remains in-service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode. The bradycardia therapy remained available. Lab analysis found depleted cell with no battery related product performance issue. The root cause of the reported device displays error message cannot be confirmed.

Event description:
It was reported that this pacemaker was found to be in safety mode. The remaining time to elective replacement indicator (eri) showed five months a few weeks ago, after several radiation sessions, the programmer showed a red screen with a message that the device was in safety mode. The local boston scientific representative explained to the physician that radiation could be causal for the switch in safety mode and is an indication for device replacement. The physician will discuss options with the patient. The patient will decide if the device will be replaced immediately or if the device will remain in the patient until radiation therapy is finished. This patient is not dependent. No adverse patient effects were reported. Additionally, new information was provided that this device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker was found to be in safety mode. The remaining time to elective replacement indicator (eri) showed five months a few weeks ago, after several radiation sessions, the programmer showed a red screen with a message that the device was in safety mode. The local boston scientific representative explained to the physician that radiation could be causal for the switch in safety mode and is an indication for device replacement. The physician will discuss options with the patient. The patient will decide if the device will be replaced immediately or if the device will remain in the patient until radiation therapy is finished. This patient is not dependent. No adverse patient effects were reported. This device remains in-service.

Event description:
It was reported that this pacemaker was found to be in safety mode. The remaining time to elective replacement indicator (eri) showed five months a few weeks ago, after several radiation sessions, the programmer showed a red screen with a message that the device was in safety mode. The local boston scientific representative explained to the physician that radiation could be causal for the switch in safety mode and is an indication for device replacement. The physician will discuss options with the patient. The patient will decide if the device will be replaced immediately or if the device will remain in the patient until radiation therapy is finished. This patient is not dependent. No adverse patient effects were reported. Additionally, new information was provided that this device was explanted. No additional adverse patient effects were reported.